Manufacturer narrative:
(B)(4). A maquet field service technician will evaluate the device. Also additional information was requested. The second event mentioned will be reported in a separate report with our reference number (B)(4). A supplemental report will be provided if additional information becomes available.

Event description:
It was reported that the device shut off twice during patient treatment. After the second incident the device was replaced. No additional information was provided. (B)(4).

Manufacturer narrative:
The confirmation was received from the hospital on (B)(6) 2016 that no additional information will be available. It was also confirmed that there were no consequences to the patient. According to the service protocol received on 2016-07-19: a maquet field service technician evaluated the device. The maquet field service technician was unable to reproduce any failure of the device. The device in question was successfully tested to manufacturer specifications and a device malfunction cannot be confirmed. Based on the information available to the manufacturer at this time a malfunction of the device in question cannot be confirmed. Therefore no root-cause for the experienced event could be determined. Non-device related factors might have contributed to the event. A supplemental report will be provided if additional information becomes available.

Event description:
(B)(4).